Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported on (B)(6) 2017, that the patient experienced painless hematochezia three times. The patient's hematocrit level was 23%, and the patient was transfused with unspecified blood products. On (B)(6) 2017, it was reported that the patient was recently admitted for a fractured right upper extremity, and developed gastrointestinal bleeding during the admission. The patient was transferred to the intensive care unit, for profound rectal bleeding related to rectal ulcers. The patient had numerous low flow events noted on interrogation. No additional information was provided.

Event description:
Site provided following update to the gi bleeding event: outcome: resolved, stop date: (B)(6) 2017. Packed red blood cells over 24 hr period: 3. Total packed red blood cells received: 22.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.